Event description:
Pump was reported to free-flow. Further info received revealed report was actually of overinfusion. A chemo drug was set to infuse at a rate of 22ml/hr at 9:20. At 11:10, approximately 2 hours later, it was noted that 150ml had infused. No medical intervention was needed and no pt injury resulted. Customer also expressed dissatisfaction with the pump stating that the pump needs to alarm if not operating properly.